Event description:
It was reported that pump declared cartridge change error and inspection showed damaged cartridge o-ring and loose o-ring debris on pneumatic tap area. There was no adverse impact to the customer¿s blood glucose level. Customer removed o-ring debris, cleaned pneumatic tap area, filled and attached new cartridge, and with guidance from technical support successfully completed load process and resumed insulin delivery.